Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 29-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 1198.34214 mcg/day), bupivacaine (18.1 ng at 10.845 mg/day), and dilaudid (hydromorphone) (5.9 mg at 3.53511 mg/day) via an implantable pump for unknown indications for use. It was reported that during the procedure on (B)(6) 2019, surgical observation revealed that the catheter had migrated down the spinal canal.  No symptoms were reported.  The catheter was explanted/replaced on (B)(6) 2019.  The catheter would be returned.  The outcome of the event resolved without sequelae on (B)(6) 2019.  The device diagnosis was catheter dislodgement.  The relationship to the device or therapy was related, and the relationship to the implant procedure was not related.